Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged face is breaking out. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated therapy and powered up the device and confirmed airflow using a known good power supply and power cord. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 9689.4 hours and 0 blower and therapy hours. There were no errors logged. During the investigation, manufacturer observed an unknown contaminant on the sd module flip doors, top enclosure, bottom enclosure ui knob on the front panel, on the front panel, and on the iso port of the rear panel. An unknown dust contaminant was observed inside the blower box at the air inlet, on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. The blower seal appeared to have damage to it due to not having been seated properly in the blower box. Evidence of liquid ingress was observed to the blower and blower box and addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed using fitt (foam integrity test tool). In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid and recall (z) number has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device is causing his face to breakout. The device was returned but not yet evaluated. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.